Event description:
The customer reported that during a philips field service engineer's (fse) visit to upgrade the device according to fco, the software crashed. The device was taken out of service during software upgrade; therefore there is no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.